Manufacturer narrative:
Vyaire medical file identification: (B)(4). Device evaluated by MFR: 81 other -the device was not returned for further evaluation; therefore, a definitive root cause could not be determined and corrective or preventive action is not indicated at this time. However, it was advised to the customer to turn on the vent and see which ventilation mode it is in and it was in simv. It was stated to the customer that they might be referring to the vent not giving an assisted breath, so he should squeeze the lung in between breaths to see if the vent delivers an assisted breath to the test lung. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator did not deliver a set breath. Furthermore, there was no patient associated with the reported event.